Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a history of inappropriate shocks from the device. At implant, prior to defibrillation threshold (dft) testing, the device picked the secondary vector. After dfts, the r-waves diminished and smart pass could not be enabled and the suggested vector was primary. A treadmill test was planned, but before that could be done the patient had received their first inappropriate shocks. After the exercise test, the device was reprogrammed to the alternate vector. About six weeks later the patient returned having received another inappropriate shock. At this time, a new screening was performed and no vectors were passing. The physician was considering replacing the s-ICD with a transvenous ICD. However, the patient had refused to have the s-ICD explanted or repositioned. As of today, the system remains implanted and in service. No adverse patient effects were reported.